Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently will not expose and makes ticking sounds then locks up. There is no report of injury or death associated with the event described in this complaint.